Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot. The motor error alarm occurred during the rewind process due to corroded motor home switch. The displacement, occlusion, priming and excessive no delivery tests were all unable to be performed due to motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery during manual prime. Customer's blood glucose level was 541 mg/dl. Customer treated their high blood glucose with a manual injection. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer advised that the alarm occurred during basal delivery. Customer advised the no delivery alarm was recurring and the issue was not resolved. Customer advised the insulin pump would vibrate, buzz and then give a motor error alarm. Customer pressed the act button to prime and then realized there was a mark by the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.